Manufacturer narrative:
The glidescope bflex 5.0 single-use bronchoscope was returned to verathon for evaluation. The glidescope bflex 5.0 single-use bronchoscope was sent to verathon medical canada for root cause analysis. The reported event could not be replicated in sample testing. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the distal tip (camera/light module) detached and remained lodged in the patient's distal trachea just above the carina. The anesthesiologist was able to advance the scope into the trachea, however after the inspection was complete, he encountered resistance on the insertion tube during extraction of the bronchoscope. As the patient began to desaturate, the anesthesiologist applied further force at which point the distal tip detached completely. The tip was removed utilizing endoscopic forceps with a fiberoptic scope. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.